Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed the error. The fse also found bad batteries and a bad wiring harness. After replacing these items, the fse tested the unit. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was dropped and displayed an optical sensing module failure. It is unknown the circumstances under which the event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an optical sensing module failure. It is unknown the circumstances under which the event occurred; however, there was no patient involvement and no adverse event was reported.